Event description:
It was reported that the device exhibited noise. The patient felt dizzy for the last couple months. The noise was reproducible in clinic. The noise produced inhibition of pacing. The device was reprogrammed and scheduled to be replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.